Event description:
It was reported that pump battery appeared to deplete too quickly, took longer than usual to charge. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, and technical support was unable to confirm battery depletion concern, with no further corrective actions documented.